Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.

Event description:
New information received notes that when the patient presented remotely through merlin.net transmission, post-paced t-wave oversensing was observed again. Programming changes were recommended. Two days later, on (B)(6) 2016, another episode of oversensing was noted but it was not confirmed if the device was reprogrammed. It was mentioned that the renal patient¿s potassium was high at the time of alert which makes patient very prone to t-wave oversensing. Patient is being worked-up for kidney transplant. Now, the potassium is down and there have been no alerts. Following physician will be referred for further evaluation as the patient is not normally seen at current clinic for ICD follow-ups.